Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited low pacing impedance, failure to capture, and noise oversensing causing inappropriate defibrillation therapy. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that fluoroscopic imaging was performed and the right ventricular - rv lead was found to have insulation damage due to subclavian crush. The rv lead was capped and replaced (B)(6) 2022. The patient was in stable condition throughout the procedure.